Event description:
The customer contact reported a leak. It was reported that the solution container was filled with 2ml of an unspecified concentration of fentanyl, 10ml of an unspecified concentration of chirocaine, and 100ml of normal saline. At an unspecified time, the piercing pin of an unspecified tubing set was inserted into the administration port of the solution container and the delivery was started. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from the additive port of the solution container. The solution container was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.